Event description:
Customer claims that the unit powered on. When the weight is taken off the sensor pad there is no alarm tone. The alarm does not sound when the sensor is unplugged from the alarm. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned alarm unit found that the alarm door is missing and it would be detected before use. Therefore the alarm unit does not power on. (B) (4).